Event description:
It was reported, the mechanical lithotriptor tip was torn the issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the mechanical lithotriptor's tip was torn. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
Correction b5. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, the cause of this event was that the guide wire distal end did not meet strength specifications due to suboptimal molding conditions during manufacturing. However, a definitive root cause could not be determined. The event can be prevented by following the instructions for use which state: the instruction manual contains a warning to the user regarding this event. <contents of description> (drawing number: gk5911, revision number: 23). When using a guidewire, insert the product into the forceps stopper of the endoscope with the tip along the guidewire while holding the tip as shown in figure 4.20. Do not insert the product at a large angle between the tip and the guidewire as shown in figure 4.21. The guidewire tip may be damaged, making insertion along the guidewire impossible. Olympus will continue to monitor field performance for this device.